Event description:
It was reported that the contrast button was unresponsive. The pump was returned to animas for evaluation. All of the keypad buttons were found to be intermittently responsive.

Manufacturer narrative:
The pump was returned to animas for evaluation. Multiple button presses were required to elicit a response. None of the buttons on the keypad have normal spring back. The keypad was removed and contamination was observed under the button contacts.